Manufacturer narrative:
The user reported issue was not confirmed. The pump was found to have an odometer issue not related to the complaint. The main board was replaced as a precaution. The device was recalibrated and retested to meet all specifications on (B)(6) 2016. Upon receiving the complaint, it was initially determined as not reportable. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2016.

Event description:
The user reported that "the pump is malfunctioning. The device needs servicing, and when I turn it on, the words on the screen become fragmented, and then it turns off". The user stated that "some sort of error message was on the screen. I turned it on and got some strange lines registered on the screen and then it turned itself off...over and over". The pump was not in use, therefore no patient was involved.